Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg with the recharge burden was explanted and replaced. There were no complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section a4 patient weight should have been 150 pounds in the initial report instead of being blank. This correction is reflected in this additional report 2.

Event description:
Related manufacturer report number: 1627487-2020-48461, 1627487-2020-48462. It was reported the patient¿s occipital ipg had an increased recharge burden. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which occipital ipg is experiencing the recharge burden, so the all 3 of the patient's occipital ipgs are being reported.